Event description:
As reported by the user facility: details of complaint (reported issue): "pump repeating alarming air in line when no air able to be visualized." Action(s) taken: followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air. Medication / fluid: lidocaine 4mg/ml. IV rate: 1mg/min. Other details: pump repeatedly alarming air in line. Line repeatedly primed, area where line is inserted was cleansed. Pump alarmed several times, required disconnecting from patient multiple times to attempt to prime. No air noted when examining tubing. Alarming seemed to randomly cease. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.